Manufacturer narrative:
Physio-control evaluated the removed pcb assemblies and observed that inductor l9 was broken off of the system pcb assembly.  It was determined that the likely cause of the observed charging issue was the broken inductor, l9.  The cause of the originally reported loss of power issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported loss of power issue.  Additionally physio observed that the device would not charge past the 100 joule level.  Physio replaced the system and the therapy pcb assemblies and observed proper device operation through functional and performance testing.  The device was returned to the customer for use.

Event description:
The customer reported that during a patient event, their device lost power while attempting to charge defibrillation energy and as a result, the device couldn't deliver a defibrillation shock.  The customer was responding to the event at the patient's home and once the defibrillation electrodes were connected to the device, the defibrillation charging process was initiated.  During the charging process, the service indicator became illuminated and then the device lost power.  Following the loss of power, the device could not be powered back on.  The customer did not report many details of the reported event and they were unsure of the patient's ultimate outcome.